Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: device evaluated by manufacturer: it is indicated that the device has not been returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred, the 100% stenosed target lesion was located in the severely tortuous and severely calcified proximal left circumflex (lcx) artery. A 2.50mm x 15mm emerge¿ balloon catheter was having difficulty advancing the lesion, but managed to cross. The balloon was initially inflated at 6 atmospheres but the lesion was not dilated sufficiently. Upon the second inflation at 10 atmospheres for 7 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another nc emerge balloon catheter. No patient complications were reported and the patient's status was good.